Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that a balloon became stuck with the guidewire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was selected for endovascular therapy. During the procedure, it was noted that the balloon became stuck with a non-boston scientific (non-bsc) guidewire. As a result, both the catheter and non-bsc guidewire were removed as a single unit. An attempt was made to separate it outside the body, but severe resistance was encountered, making removal impossible. The procedure was completed with a different device. There were no patient complications as a result of this event.